Event description:
Boston scientific received information that during the device change out procedure for normal battery depletion, the shocking lead impedance (sli) for the right ventricular (rv) lead was noted to be higher, but still within range. Eleven months later the sli was still high but within range. Boston scientific technical services (ts) was consulted and discussed that the lead was a single coil lead, which could yield higher measurements. The patient was brought back into the office one week later where it was found that the sli had been stable for the past three months and then started to continually rise again. The impedance was greater than 100 ohms in triad configuration, rv coil to can was 119 ohms and rv to svc was out of range at 139 ohms. Ts was again consulted and suggested further troubleshooting and investigation. The field representative stated that isometrics were performed and there was no effect on the shock impedance or pacing impedance of the rv lead. Currently no further testing has been performed and the physician will continue to monitor the patient through the remote home monitoring system. The products remain in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.